Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The caller stated that since implant the incision was opening, the patient experienced constipation and infections at the incision area. The hcp wants to do a computed tomography scan of the incision and the patient would not be leaving the hospital until the infection was under control. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.